Manufacturer narrative:
Correction: b5, d11, h6 other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller / (B)(4) / model #: 1420 / expiration date: 2018-02-28 UDI #: (B)(4) d10: no h4: mfg date: 2017-02-28 h5: no h6: patient code(s): c76143 h6: FDA device code(s): 2895 h6: FDA method code(s): 4112, 4114, 3331 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer¿s analysis on the controller revealed an environmental problem.

Manufacturer narrative:
(B)(4), including a segment of the driveline, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the pump and driveline in relation to the reported event. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. This is an additional observation not related to the reported event. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Visual inspection of the returned segment of driveline revealed damage to the outer sheath between the header and velour, as well as evidence of fluid ingress within the driveline. The extent to which the fluid traveled within the driveline could not be verified, as the entire length of driveline was not returned. The reported torn cables could not be verified since the connector segment of the driveline was not returned for evaluation. Pathology report did not reveal any evidence of thrombus within the device.the reported event of electrical fault alarms was confirmed via review of the controller log files. Log file analysis revealed an increase in power consumption starting (B)(6) 2017. Log file analysis also revealed multiple electrical faults starting on (B)(6) 2017 due an open phase on the front stator, causing the pump to run on a single stator. These electrical faults were accompanied by multiple high watt alarms, as a result of pump running on a single stator, and thus consuming slightly more power. On-site inspection of the driveline by the engineer revealed outer sheath damage, fluid inside the driveline, and contamination on the pump connector pins. A cleaning procedure was performed and a splice repair procedure was started; however, the pump continued to run on a single stator. As a result, the pump was exchanged to mitigate the reported conditions. Based on the risk documentation, multiple factors can lead to fluid in the driveline, such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. Based on risk documentation, outer sheath damage may be attributed to improper handling, excessive exposure to uv light or normal wear and tear. Based on the available information, the reported electrical fault alarms may be attributed to contamination/foreign material of the driveline cable connector. Based on the internal investigation conducted, the most probable root cause has been attributed to design/training issues. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) was exchanged due to thrombosis.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: b2, b5, d1, d4, d7, d9, e1, g1, h4, h6, h10 additional products: (B)(6) ¿ controller 2.0 h6: patient codes (ime/annex e): e0514 h6: health impact (imf/annex f): f08, f1203, f23, f1905 h6: component (img/annex g): g04034 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump was exchanged due to persistent electrical faults and not pump thrombosis. There was no indication of pump thrombosis for this patient.

Manufacturer narrative:
A supplemental report is being submitted for a correction and sections have been corrected. Investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with an electrical fault alarm on their controller. The patient lifted a small scooter out of a shelf over their head when the electrical fault occurred. It was noted that the driveline of the ventricular assist device (vad) had severe outer sheath damage, two out of six cables were torn at the direct plug-in connection to the controller. Some sheath repairs were made by the patient using insulation tape. Rescue tape and insulation tape were removed completely in order to inspect for other damage. Troubleshooting was performed to attempt to duplicate the fault, but they were not able to. There was a visible fluid within the lumen. A cleaning was done without success, as the vad started in the rear stator only. The controller was exchanged after the cleaning to rule out a controller issue. After a second and a third attempt of troubleshooting, the physician asked to perform a splice repair. A splice procedure was begun, but only the front wires had been separated from the inner lumen. After crimping the front wires the y-cable was used to start the pump in dual stator, unsuccessfully, and the vad started on the rear stator only. The physician decided not to finish the splice repair and the vad was exchanged the following day. During the vad exchange procedure, it was noticed that the outer sheath between the pump and the velour was also damaged. The patient remains hospitalized. No patient complications have been reported as a result of this event.